Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right ventricular lead had dislodged and exhibited loss of capture. Subsequently, this patient underwent a revision procedure and this lead was repositioned. No additional adverse patient effects were reported.